Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection resulting in the development of endocarditis, damage to both the mitral and tricuspid valves by the development of vegetation in addition to the development of vegetation on the pacemaker leads. The implantable pulse generator (ipg) system was explanted and replaced with a temporary system to bridge the patient until open heart surgery. The organism was identified as enterococcus and was treated with antibiotics. It was reported that the device and leads were not the source of infection. The patient underwent tricuspid and mitral valve replacement, coronary artery bypass grafting and had an epicardial pacemaker system implanted and the temporary system removed. No further patient complications have been reported as a result of this event.